Manufacturer narrative:
(B)(4)- secondary surgery, (B)(4) - excessive, (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6)2010. The lens was explanted on (B)(6)2010, due to excessive vaulting. Subsequently, the patient experienced elevated iop, narrowing of the angle, angle closure and shallowing of the anterior chamber. The icl was exchanged for a shorter lens.